Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The representative talked to the site and the site noted the surgeon begins tracing before the countdown finishes. The site noted this was likely caused by the surgeon.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that when tracing the patient, the points were not aligning with the patient's anatomy. Site attempted to adjust the tracker without resolution. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.